Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "recall... Possible rupture." This is for the right side device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.3., b.5., d.1., d.2., d.4., h.4., h.6., h.10

Event description:
Patient reported "recall... Possible rupture." This is for the right side device. The device remains implanted.

Event description:
Patient reported "recall... Possible rupture." This is for the right side device. The device has been explanted.